Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter and the pump were not within range of each other. The pump and the transmitter were placed within range, yet the issue persisted. A replacement transmitter was sent to the customer. No additional patient or event information was available.